Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm medial distal tibia plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a fracture of the proximal and internal condyle tibia, and underwent on operation for osteosynthesis on (B)(6) 2012. The surgeon bent the upper part of plate toward the bone, and inserted cortex screws to stabilize the proximal tibia. The patient was non-weight bearing for four weeks, partial weight bearing at five weeks, and on full weight bearing from eight weeks. When the doctor performed surgery for removing the implants about one year later, he found that the locking screw at proximal and posterior of the plate was broken. The surgeon could not detect the displacement of a bone at the fracture site, and there was no physical complaint from the patient in follow-up duration. This report is 2 of 2 for complaint (B)(4).